Event description:
The customer contact reported the patient received less medication than intended. At 0830, line b of the device was programmed to delivery cipro 400mg/200ml, at a rate of 200ml/hr, with a vtbi (volume to be infused) of 200ml, and the delivery was started. At 0930, it was reported the nurse noted the device displayed the delivery was complete; however, there was 25ml remaining in the cipro container instead of the expected 0ml. At that time, the nurse reprogrammed the device to delivery with vtbi of 20ml and the delivery was restarted. After the delivery was complete, the device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.0ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the last programming in the device history indicates that at 0653, line b was programmed in the piggyback mode to deliver at a rate of 200ml/hr, with a vtbi of 200ml, for a duration of one hour, and the delivery was started. At 0753, the device displayed that the delivery on line b was complete. At 0823, line b was reprogrammed with a vtbi of 20ml, and the delivery was started. At 0829, the device displayed that the delivery on line b was complete. The device remained in use for delivery on line a until 1108, when the delivery on line a was stopped, and the device was turned off. This report represents all the information known by the reporter upon query by hospira personnel.